Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system, and displacement tests. The pump was received with stuck motor error alarm loop during bolus delivery and a motor position encoder error alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The displacement test functioning properly. The pump was received with a cracked case at the reservoir tube window corner and cracked battery tube threads. (B)(4)

Event description:
The customer reported via phone call that he had several motor error alarms on the insulin pump. Customer went through the rewind process and was able to complete it, but then he received a motor error alarm again. Customer was unsure but thought that he saw a motor position encoder error alarm on his pump between the motor errors earlier. Customer stated that the drive support cap appears normal. Customer stated that there was possible money clip exposure. Customer was advised that the insulin pump will need to be replaced and to return the pump with the battery. Customer was advised to zero out the basal rates. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.